Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/18/2016. The fse found that valve pv35 was defective. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a green leak from the right side of the coulter hmx analyzer with autoloader. The volume of the leak was about 3 table spoons and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.